Event description:
It was reported during an ablation procedure, the irrigation port of a cool path ablation catheter broke and leaked. During ablation the physician noted the irrigation port was partially detached and was leaking saline. The procedure was completed by exchanging the catheter and there were no adverse consequences to the pt.

Manufacturer narrative:
We were unable to evaluated the product involved in this incident since no components of the device were returned for analysis. Should the device or add'l info be rec'd, a f/u report will be sent.